Event description:
It was reported that the patient was experiencing an overstimulation sensation. After the patient had interstim implanted, she was in pain because stim was "too high" and "they turned it down". Even after turning stim down it was still hurting her so she turned it down even more. What seemed to be hurting her the most was "pain around the unit" and going down her right leg (patient's ins was also on the right side). Last monday "they turned the unit off and they told me that there's no way that there'd be pain going down my leg". The patient had not spoken with her managing hcp (healthcare provider) about this yet, only their nurses. The patient noted there may be a little redness at the incision and a little warmth at the pocket site and that it was sore there. The patient's hcp's office told her she does not have an infection. Symptoms included: acute pain. The patient had a throbbing pain feeling at her ins pocket site and pain going down her right leg. Since implant, when the patient rubbed up against her ins site she experiences a feeling like "sparks" going throughout her body. The patient also described the painful feeling as "muscle spasms". It felt like something might be pressing on a nerve. The patient had also seen her pcp (primary care provider) about the pain she was experiencing and he "couldn't find anything else wrong with me". The patient planned to follow up with their managing hcp. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-3,3 lot# va09r2j, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).